Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported material separation and subsequent patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire separated during removal. The separated portion the wire remains in the anatomy. Analysis of the returned wire confirmed the reported material separation, noting separation of the core, coils, and shaping ribbon. The separation face of the shaping ribbon was twisted, indicating the tip was subject to torsional force. Additionally, the coils were noted to be stretched distally, this type of damage is consistent with interaction between the wire and the anatomy or an accessory device during removal. The reported material separation, and noted damages, appear to be related to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a severely tortuous stenosis in the coronary artery. During removal of the bmw universal ii, the guide wire separated. The separated portion was not retrieved and remains in the free floating in the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.